Event description:
The customer observed a falsely elevated alinity c creatinine result on one patient sample. The result was not reported out. The result was lower when repeated. The following data was provided: sid (B)(6) processed on (B)(6) 2024 initial creatinine result = 10.93 mg/dl repeat creatinine result = 0.87 mg/dl. Customer¿s normal range = 0.70-1.30 male 0.55-1.05 female there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity c creatinine result on one patient sample. The result was not reported out. The result was lower when repeated. The following data was provided: sid (B)(6) processed on (B)(6) 2024 initial creatinine result = 10.93 mg/dl. Repeat creatinine result = 0.87 mg/dl. Customer¿s normal range = 0.70-1.30 male 0.55-1.05 female there was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, serial number (B)(6). The fsr observed r1 aspiration errors. The fsr resolved the issue by replacing the r1 syringe drive. No additional discrepant result issues have been reported since the service activity was completed. Part number c-35016719-02 syringe drive assy was determined to be the likely cause of the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c module and the part number c-35016719-02 syringe drive assy did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c module and the part number c-35016719-02 syringe drive assy was identified.